Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that her trial worked but she had no therapeutic effect since implant. She saw the health care professional (hcp) the day after surgery because she was in too much pain and he turned it up so high that it hurt her and made her cry. The patient told the hcp to turn it off so they did and put in a catheter. It had been off since then. The catheter was bothering her. The patient saw the hcp on (B)(6) 2015 and a manufacturer representative (rep) would be there on (B)(6) 2016. They experienced a loss or change of therapy. The patient was feeling stimulation. The patient's husband said it vibrates still. The patient explained that stimulation had been turned off since the day after surgery. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.